Event description:
It was reported that the programmer would not power-up. The radio frequency head was returned with the programmer and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the programmer would not power up. It was also noted that the programmer colling fan was noisy. (B)(4)- the rf head failed electrical testing due to a bad cable.